Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the loading of the valve, an overlap at node 4 was observed and was loaded by an experienced loader. A procedural delay resulted from the infold. Per the physician, the patient's calcified annulus contributed to the valve infold.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-29 valve, there was heavy annular calcification extending into the left ventricular outflow tract, and the valve infolded on deployment. The native anatomy was described as hostile, which may have contributed to the alleged product issue. The calcium score was approximately 2000, and due to minimal leaflet calcium, it was decided not to pre-dilate. During the loading fluoroscopy check, the valve appeared crowded but was accepted for use. Upon deployment, the valve infolded, leading to the replacement of the valve, loading system, and delivery system. The second valve load was also crowded but was accepted despite consultant hesitation due to the hostile native anatomy. The second valve expanded successfully, and there were no issues reported for the patient. The products were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012519887); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025; product ID d-evolutfx-2329 (lot: 0012646174); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B )(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: five media files were provided for review. Patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had heavy annular calcification extending into the left ventricular outflow tract. As stated in the instructions for use (IFU), adequate predilatation can help reduce the need for post dilatation and may mitigate the occurrence of infolding. Predilatation is specifically recommended prior to implantation in the following situations: moderate-severe calcification; bicuspid anatomy; size 34 mm valve. In this case, it was reported that a pre balloon aortic valvuloplasty was not performed prior to the valve implant attempt. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. During the valve implantation attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the system was replaced, and fluoroscopy valve load inspection of the new valve revealed another possible misload by overlap to node 4. Despite the misload, it was reported that the valve expanded, and no further issues were reported. Images of the fully released valve were not provided. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.